Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error message during the change cartridge sequence with multiple cartridges. Blood glucose level was 189 mg/dl. Customer reverted to insulin pens for diabetes management.